Event description:
It was reported that no x-rays occurred (B)(6) 2012 late in operating room. Implanted screw. Provisionally lock. Dvr using insertion tubes. Screw head came off during dvr maneuver. Screw removed and left out.

Manufacturer narrative:
Additional information has been requested and if made available this will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.